Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm occurred. Customer reported that the drive support cap was normal. Customer reported that the insulin pump was exposed to moisture. Customer was able to clear and able to rewind the insulin pump. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.